Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment/death.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. It was reported that the device did not alarm. Prior to passing, the patient received one inappropriate defibrillation from the lifevest. Per review of the ECG data, the device detected an arrhythmia at 08:16:23 while the patient's rhythm was obscured by CPR and motion artifact. At 08:16:23, the device released gel. At 08:16:59, the device delivered a low energy pulse while the patient's rhythm was obscured by CPR and motion artifact. The patient's rhythm continued to be obscured by CPR and motion artifact following the treatment. The shock delivered a 116j pulse with an impedance of 0 ohms. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. CPR and motion artifact contributed to the false detection. The electrode belt was disconnected at 08:21:02 and the device was shutdown at 09:03:02. Subsequent monitoring of the patient was not possible. The low energy shock was likely due to the pulse being delivered into an open load, which is consistent with a 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. This is consistent with the ECG recordings revealing CPR and motion artifact.